Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator was being replaced. During the battery replacement the doctor took a fluoro shot and the lead was clearly out of its original position (compared to the original fluoro). The lead was replaced and the issue was resolved. The lead reportedly remained implanted but out of service. The patient was fine.